Manufacturer narrative:
Additional information: the complete lead was received for investigation. A visual examination and electrical testing was performed and no anomalies were noted. The reported event could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular lead was undersensing and a high threshold measurement was noted. The lead was explanted and replaced. The patient is in stable condition.